Event description:
It was reported that while transferring a supported patient on a cardiohelp onto an aircraft, the cardiohelp unit became hot and began to smoke upon being plugged into the aircraft's power supply. At some point the patient was supported by manual crank - duration unknown until the hls circuit was transferred to another cardiohelp. The patient was successfully transported supported by the second unit which remained on battery power. Additional information received april 24, 2015 - no manual cranking was performed; the battery took over once the smoke stopped and the unit was unplugged. (B)(4). MFR #8010762-2015-00656.